Manufacturer narrative:
Sample collection and centrifugation information was not available. Quality control (qc) was run prior to and after the event and recovered within the laboratory established ranges. The customer confirmed the presence of bubbles in the tubing connected to the reference valve. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse also confirmed the presence of bubbles in the reference line. The fse replaced the reference valve and primed the line until all air was removed. The fse confirmed the instrument was returned to working order. The erroneous k results were most likely caused by an ise reference valve malfunction as indicated in the urgent product correction letter reference in the field action (B)(4).

Event description:
After receiving the urgent product correction letter reference in the field action (B)(4), the customer contacted beckman coulter (bec) to report that the olympus au481-10e (au480) with ion selective electrode (ise) clinical chemistry analyzer generated erroneously high potassium (k) patient results which upon repeat were normal. The customer indicated that the erroneous results were reported out of the laboratory. The customer provided an example of this event, where the initial result yielded a value of 12.3 meq/l and upon repeat yielded a value of 4.5 meq/l (reference range: 3.5 - 5.3 meq/l). The repeat result was considered the correct result. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There was no death nor injury or change to patient treatment attributed to or connected to this event.